Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device initial reporter phone number: (B)(6). Manufacturing date: unknown since serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported to have experienced issues with healon. Customer stated that one patient experienced severe infection (not confirmed by microbiology). Fortunately, there was no impact on the patient's visual acuity (va). A healon ovd (ophthalmic viscoelastic device) was used during the surgery of this patient. No further information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned for evaluation; therefore, a device evaluation could not be performed. As the lot number is unknown for this event, it was not possible to perform a retained product investigation for the complaint. The reported complaint was not verified. Manufacturing records review: as the lot number is unknown for this event, it is not possible to perform any manufacturing record evaluation or complaint history review. Labeling review: as the lot number is unknown for this event, it was not possible to perform a labeling review. Conclusion: based on the information provided, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received and it was learned that the patient had developed an acute endophthalmitis post-operative at 24 hours after surgery. The patient also had low vision, but patient experienced no pain or redness. Furthermore, the patient had a vitrectomy (germ not found) and vitreous antibiotics injection. Patient's visual acuity: visual acuity pre-operative: 5/10 p3 (he sees a shaking hand). Visual acutiy post-operative: 10/10 p2 after 6 months form the surgery. (B)(4). All pertinent information available to the manufacturer has been submitted.